Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No date of the incident was given. It could be detected that the memory part on the mainboard must be defective. After setting the correct time via hibased the date inside the history files still by the year 2007. The last history files were investigated. The device alarm 2231 could be detected once inside the history files (da 2231: defect temperature sensor). Furthermore, no anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were not available. Furthermore, many liquid residues could be detected. The p2- and p3-connector shows oxidized contacts. The ribbon cable that connects the mainboard with the operating unit shows a strong kink and liquid residues. In addition, no more anomalies could be detected. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A rattling during the infusion could be detected. During the functional inspection, it could be detected that some buttons on the keyboard doesn't work correctly. By pressing the ribbon cable (mainboard - operating unit) the function of the buttons was given again sometimes. In addition, no more anomalies could be detected. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: (B)(4) bar (should be: (B)(4) bar) pressure stage 9: is: (B)(4) bar (should be: (B)(4) bar) the mechanical pressure cut-off was checked: pmax: is: (B)(4) bar (should be: (B)(4) bar) pmin: is: (B)(4) bar (should be: (B)(4) bar) safety clamp was checked: pmin: is: (B)(4) bar (should be: (B)(4) bar) the device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -(B)(4). ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values were within our specification. During the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Many liquid residues could be detected. The following parts are damaged by liquid: housing lower part (leaky), front frame (leaky), operating unit (oxidized contacts), mainboard (oxidized contacts) bottom inner frame + emc shield (oxidized). Furthermore, the ribbon cable air inline sensor was strong bended. In addition, no more anomalies could be detected. The complaint could not be confirmed. No flowrate deviation could be detected inside the history files or could be reproduced. The liquid residues could not produce a flowrate deviation. The malfunction with the buttons on the keyboard is due to liquid residues (oxidized contacts). The wrong dates inside the history files are due to oxidized contacts on the mainboard. The device alarm 2231 (defect temperature sensor) is due to a strong bended ribbon cable (mainboard - air sensor). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation." Customer statement: "some keys doesn't always work and the test of flow is non confirm."